Event description:
Established full flow cardiopulmonary bypass at 6.5 liters per min flow. As cardioplegia was delivered flow fell to 5 liters per min, and then to 2.9 liters per min. The pump chamber was changed with no improvement in cardiopulmonary bypass flows. A biomedicus pump was brought in to take the place of the affinity pump but still only flows of 2.9 liters per min were obtained. It was evident that at extremely high-pressure resistance across the oxygenator existed. Cardiopulmonary bypass was halted a 3rd time and the oxygenator was changed. Normal flows were able to be re-established at 7 liters per min.